Manufacturer narrative:
Follow up #1 date submitted: (B)(4) 2018. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device was returned to the manufacturer and investigation completed (B)(4) 2018 with the following findings: review of the black box revealed data from the date of the event (B)(4) 2018 had been overwritten due to continued use of the device after the event. The available black box data revealed records of loss of prime after replace cartridge alarm. No valid loss of prime events were observed in the data. On investigation, the pump powered on and ez-prime steps were successfully completed. The pump was exercised for 24 hours without the occurrence of loss of prime. The force sensor was evaluated and found to be within specifications. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. This complaint is on the insulin cartridge.